Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an atrial flutter ablation procedure, the right ventricular (rv) lead exhibited no capture and was confirmed to be dislodged on x-ray and hanging in the atrium. The rv lead was reprogrammed off and remains in use. No patient complications have been reported as a result of this event.